Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure modes and part number were reviewed and showed that in the previous three years there have been further instances of each failure mode. These instances are being monitored to determine if additional corrective or preventative actions are required. It is not possible to determine the exact cause of why the device displayed the failure mode. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The investigation has now been closed and recorded as insufficient information to determine a root cause.

Event description:
It was reported that the patient noticed that when using the renasys go pump, it would work for a while but it would stop working and displayed the full/blockage alarm. No patient harm reported due to this malfunction. No back-up was available at the moment of the failure.